Event description:
IV cannula broke off in ac space of patient while in the hospital. At this time hosp has been unable to locate the cannula. Patient will be returning for further testing in attempt to locate where in the body the cannula is.

Event description:
As the actual used sample was not returned for evaluation, and the photographs received from the reporting facility were indiscernible, a conclusion could not be drawn as to the exact nature of this incident. A historical review of the product incident report database, dating back to 2000, was performed for the reported device. There were no other reports of this nature against the reported device. It isnoted, however that there were two reports of this nature in 2005, two reports in 2004, and one in 2003 against this product line.